Manufacturer narrative:
The evaluation noted that revision reported was likely the result of prosthesis wear of the acetabular liner due to edge loading, which may have possibly been related to the position of the cup. The most probable root cause associated with the reported event of " prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: biolox ceramic 32 +0 head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during a scheduled revision case. Approximately 5 yrs post the initial left tha implant, this (B)(6) y/o female patient had a left gxl liner in with significant wear and was scheduled for revision. The surgeon took out a gxl group 1 32 liner extended liner and 32+0 biolox ceramic head. Surgeon replaced with a xle group 1 32 extended liner and a +3.5-delta adapter sleeve and 32 +0 delta biologic head. Patient was last known to be in stable condition following the event. The device will be returned. Patient was last known to be in stable condition following the event. The device will be returned.